Event description:
It was reported that the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated a power on reset occurred. A critical ram parity error occurred on (B)(6) 2014, at 11:40:56 pm at address (B)(4). Concomitant product: 5086mri-52 lead, implanted: (B)(6) 2012. (B)(4).